Event description:
It was reported that during the implant attempt there was sensing difficulty and significant cross talk/oversensing were observed on the ventricular channel. A different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found.